Manufacturer narrative:
D10: (B)(6) 300-20-02 - equinox square torque define screw drive kit. (B)(6) 310-01-44 - equinoxe, humeral head short, 44mm (alpha). (B)(6) 620-00-02 - platelet rich plasma kit with spray tips. (B)(6) 13a2101 - cemex system fast genta 70g. (B)(6) 620-11-02 - accelerate conc. Sys rep by 620-12-02. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported a 72 yo female patient, who had an initial right shoulder implanted underwent a revision procedure approximately 12 years post the initial procedure. The patient was revised due to rotator cuff failure. The glenoid component was broken by the surgeon in order to facilitate an easier removal process. The patient was revised to a reverse tsa with a preserve stem. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return. The surgeon requested the implants. Device images were provided. No further information.this is 1 of 2 reports for this event.